Event description:
On 10/20, the pt began feeling "weak and nervous." He had been obtaining "low" readings on his meter for a week while feeling weak with blurry vision. He contacted his physician who advised him to cease taking his insulin. A 7/p reading on 10/20 on his meter was 158 mg/dl (unk state). He was transported to the hospital by his wife, where a blood glucose level of 1000 mg/dl was obtained (unk method or time). He was treated with "some insulin and glucose (through an IV)" and kept overnight in the hospital. Throughout the conversation, the pt used abusive language and repeatedly stated "you're bugging me." The contact was terminated before concise info regarding cleaning/maintenance and technique could be obtained. W